Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports # 1627487-2013-19135, 1627487-2013-19137. It was reported the pt experienced persistent over-stimulation from the ipg. It was also reported the pt experienced pocket heating while charging. It was reported the ipg was unable to hold a charge. Surgical intervention may be taken at a later date. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.